Event description:
It was reported that the pump was implanted for fudr infusion in 2001. In early 11/2001 a flow problem with the pump was suspected. As a result, the pump was explanted in 2002. There were no reported complications.